Manufacturer narrative:
The customer has not responded to requests for pt information; therefore, no pt data can be provided.

Event description:
Customer reported that a preoperative checkout was performed on the anesthesia delivery unit (adu) and no anomalies were noted. The case was reportedly started with a sevoflurane cassette. After approx 10 minutes, the clinician removed the sevoflurane cassette and installed a desflurane cassette. The unit reportedly alarmed with a vaporizer failure. Clinician reportedly made the decision to continue with the case. The agent concentration was reportedly noted to be higher than expected. It was further reported that the bis monitor indicated no brain activity. The clinician reportedly removed the desflurane cassette and switched back to sevoflurane, resolving the alarm condition. The clinician subsequently reinstalled the desflurane cassette, and the adu alarmed vaporizer failure. Another desflurane cassette was tried, and the alarm reportedly continued. The sevoflurane cassette was reportedly reinstalled and the case was finished. There was no reported pt injury. Ge healthcare's investigation is ongoing. A f/u report will be submitted once the investigation has been completed.